Event description:
Facility reports that a resident was standing in the lift (sabina ee) while the care staff was placing a bed side commode behind her. Resident stated verbally to care staff "I am sitting down". Caregiver instructed to "hold on". Resident lifted arm up and caregiver redirected arm back on the hanger bar. Resident replied "I want to sit now" and raised both her arms above her head and fell through the vest. Chin strap was securely attached when resident was falling which pitched her back onto the floor and her head hit the closed pt room door. Resident suffered acute right intra cranial bleeding and left arm skin tear. Resident reported to distributor on 06/04/2008 that "caregiver continued to raise her up, that is when she had to let go of the bar".